Event description:
My toothbrush snapped in half during normal use has used the toothbrush like twice. States this is the second time that this has happened with this brush type. (No harm cause replacement and return envelope (B)(6) 2026). Received response (B)(6) 2026 that she has received the replacement brush but she had threw out the toothbrush after sending photo.